Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed previously available data, with a previous similar episode where no shock was given stored. This device remains in service. No additional adverse patient effects were reported.